Event description:
It was reported that occlusion alarms occurred. Customer declined troubleshooting from tandem technical support (tts). Customer changed the pump supplies to address the issue. No reported impact to the customer¿s blood glucose level.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.